Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited intermittent undersensing. The device was reprogrammed and appeared to resolve the issue.

Event description:
New information received on 2/22/2018 indicates that the implantable cardiac monitor exhibited additional episodes of undersensing.